Event description:
The pt reported that at 3 am her infusion device power down. She states that she was asleep and did not hear the alarm. Upon waking up, she noticed that the infusion device was blank and her blood glucose measured 366 mg/dl. Her normal blood glucose reading is 110 mg/dl. The pt stated that she experienced cotton mouth and thirst. The pt administered insulin injections and switched to her back up infusion device. The pt was provided with replacement batteries, but upon inserting them, the infusion device still would not power up. The pt did not report requiring medical assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for eval.